Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in the lab programmed to high settings, after being restored from backup conditions in the field. After programming the device to nominal conditions, it was tested under electrical and mechanical conditions and the results indicated normal functionality. Further evaluation of output parameters found no anomaly. Additionally, the device was monitored under load for several days and interrogation results were normal. Despite extensive efforts backup condition could not be reproduced, and the cause of backup condition could not be determined. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in backup mode. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.